Event description:
It was reported the asymptomatic patient presented for a post op device check. Upon interrogation, it was observed the atrial lead had no p wave sensing or atrial capture. An x-ray was completed to reveal the lead was dislodged. The lead was repositioned successfully. The patient was stable.